Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 59-year-old male with cardiomyopathy and pre-support clinical status consistent with scai shock stage e underwent impella cp support via percutaneous right femoral arterial access. The device was implanted and functioned as intended during support at p-9, delivering 3.6 l/min with d5w in the purge solution. Following transfer to the ICU, bleeding characterized as slow oozing was noted at the impella insertion site around the sheath. Laboratory evaluation demonstrated a ptt >200 while the patient was on anticoagulation therapy with heparin (5000 units). Manual pressure was applied for approximately 20 minutes, resulting in reduction of bleeding to a minimal ooze, and the site was re-dressed per ICU protocol. Forward suturing and proper angle matching of the repositioning sheath were confirmed, and the introducer was peeled away outside the body. The device was not removed due to the bleeding event and no device malfunction was reported. The patient¿s condition continued to deteriorate, care was withdrawn, and the patient expired on (B)(6) 2026 at 5:30 pm. The device was explanted at that time. Bleeding is consistent with access site complications as a result of large bore procedures and the anticoagulation and purge requirements. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support. Additional information received on 03jun2026, the bleeding did resolve after 30 minimum of pressure and ptt of >200 coming down.